Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained right ventricular oversensing via merlin. Net. The oversensing was noted on a stored egm. Programming changes and dft were recommended. Further actions will be discussed with the physician.